Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the malfunction code, and after assistance, the pump was reset successfully without the code recurring. The customer was advised to continue using the pump and to contact support if the issue recurs.